Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 556 mg/dl. The customer stated that they had a pack of sensors that were defective. It turned out that the customer had the wrong identification programmed in their transmitter. The customer was assisted with programing their transmitter and was sent replacement sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.